Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4) ) was performed by a zoll service technician. The reported complaint of the console displayed mid:09 (air trap assembly) error message was confirmed during analysis of the retrieved event log. Multiple mid:09 error messages were observed an indication of a defective air trap sensor board. The root cause was due to wear and tear. The thermogard console is a reusable device and was manufactured on 30 november 2011. The device has been operating for 9 years and has exceeded its expected serviceable life of 5 years. Upon visual inspection no physical damage was observed. During event log review, multiple mid:09 error messages were observed thus confirming the reported complaint. Air trap block was replaced to address the issue. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number tgxp10364.

Event description:
During patient set-up, the thermogard console (sn tgxp10364) displayed mid:09 (air trap assembly) error message upon power up. Following this, the console was replaced and continued with ivtm therapy. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.